Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation the issue was caused by a defective first pressure reducer. However, the cause of the defective first pressure reducer was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited the average flow rate was low due to defective first regulator unit. There were no reports of patient involvement.